Event description:
The provue gave a negative result for a sample that had a passive anti-d in antibody identification testing. No erroneous results were reported. (B)(4).

Manufacturer narrative:
This instrument has been investigated. On (B)(4) 2014 an ocd field engineer (fe) arrived at the customer site. The fe performed all alignments on the reader camera as per service manual. The customer ran and passed qc. The customer was able to get a valid reading both manually and with the provue analyzer after the repair. On (B)(4) 2014 an ocd field engineer (fe) telephoned the customer for follow up on previous service visit. The customer states that the provue is running as expected with no further issues. Repairs have returned this unit to expected operations.